Manufacturer narrative:
H3: two used products were returned for analysis. Visual inspection found no damage. The returned bad sample failed the od specification which confirmed the customer complaint of rigidity. The probable cause was the tubing failed the od dimension, purchased part, vendor related issue.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that over the past year, they have observed a noticeable decline in the rigidity of the 2.5 mm endotracheal tubes following the march 2025 recall. There was patient involvement and there was patient harm. An additional information about the issue was the tube is less rigid than other lots. Making very difficult to intubate a micro preemie.